Manufacturer narrative:
(B)(4). The customer service engineer (cse) replaced the breathing device unit (bdu) central processing unit printed circuit board (cpu pcb) and updated the software. All performed testing was passed per manufacturer specifications.

Event description:
It was reported that the ventilator stopped cycling during patient use. There was no reported patient harm,